Event description:
It was reported that the leads were inserted into a second implantable neurostimulator. The setscrews were torqued down and tightened, clicks were heard, and the lead still easily pulled out of the 0-7 slot. When the leads were switched to the opposite ports, the lead did not pull out. Impedance testing was found to be within normal limits on the second ins. Additional information received reported the patient recovered without sequela. It was reported the patient was receiving therapy with the new ins. The cause of the issue was unknown. Refer to MFR report # 3004209178-2013-20600.

Event description:
Additional information received reported the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. Product ID: 3550-45, lot# unknown, product type: accessory. Product ID: neu_set_screw, lot# unknown, product type: accessory. (B)(4).